Event description:
The customer reported that while the unit was in use on a pt, the unit's ECG went to the top of the screen. Using different pt cables and lead wires produced the same problem. In addition, the unit generated an "electrical code #6" alarm on the screen. The pt was switched to another unit and therapy was continued. No pt injury was reported.